Event description:
A hospital in foreign country reported via a distributor that the heater wire pin of an rt200 adult breathing circuit was bent thus, the electrical adaptor could not be connected. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
The returned rt200 adult breathing circuit was visually inspected for bent pins. Results: the expiratory heater wire pin was bent slightly preventing the insertion of the heater wire adaptor plug. There were also signs of split pins in the expiratory plug, which could have resulted when a force was applied to insert the bent heater wire pin into the heater wire adaptor plug. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. This is not considered to be a high risk over a short period. Our monitoring and trending of bent pins in adult breathing circuits has a rate of occurrence in the last year.